Event description:
It was reported that the 2.50x28mm xience xpedition stent delivery system (sds) was prepared with a 1:2 contrast mix. The procedure was to treat a de novo lesion in the left anterior descending artery with mild calcification and moderate tortuosity. The sds was advanced to the target lesion. During deployment, the sds balloon was inflated 2-3 times at 12 atmospheres (atm); however, the balloon would not inflate, so the inflation device was exchanged and the second inflation device was able to inflate the balloon to 16atm to successfully deploy the stent; however, after stent deployment, the balloon failed to deflate. Negative was held for more that 360 seconds, but the balloon failed to deflate. Troubleshooting was performed to deflate the balloon. The patient experienced ischemia, bradycardia, hypotension and almost went into cardiac arrest, but it was avoided. The balloon was finally removed, with difficulty, with the delivery system and catheter as a single unit. After removal of the sds, the balloon was observed to still be partially inflated. There was a reported 1 hour delay in the procedure. Post procedure, the patient was reported as doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains implanted, the stent delivery system and the catheter are returning. These have not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was confirmed through observations. The reported difficult/delayed activation could not be confirmed as the stent was not returned with the delivery system. The reported failure to deflate could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling system for the reported lot was performed and revealed no similar incidents reported for difficult to remove, difficult or delayed activation, or failure to deflate. The reported patient effects of hypotension and ischemia (non-cerebral) are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures.the reported patient effect of bradycardia is determined to be synonymous effects with arrhythmia, per the white paper (wp). Patient effect arrhythmia is listed in the IFU as a known patient effect of coronary stenting proceduresit was reported xience xpedition stent delivery system (sds) was prepped using a contrast mix that was 1:2. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use lists 60% contrast diluted 1:1 with normal saline for device preparation. Additionally, prepare an inflation device/syringe with diluted contrast medium. In this case, it is unknown if the instruction for use (IFU) deviation related to incorrect contrast dilution may have contributed to the reported event. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer confirmed from the images an apparent issue with inflation with unknown origin of the issue. The images also confirmed that the stent delivery system did not fully deflate after deployment. Retraction is noted in a partially inflated state. The cause of the issues with deflation could not be determined. It is noted that the contrast mix was 1:2 which is a thicker contrast mix than recommended. Contrast is a highly viscous liquid, as the fluid cools viscosity can increase, this could lead to delayed / poor deflation time. Contrast concentration is a known factor that might contribute to failure to deflate the balloon.the investigation determined the reported delayed/difficult inflation appears to be related to operational context of the procedure as it is likely the first inflation device used had a poor connection and/or could not inflate the device. A second inflation device was used and the stent inflated without issue, indicating there was no inflation issue with the xience xpedition. The investigation was unable to determine a conclusive cause for the reported failure to deflate. The return evaluation was unable to replicate the reported failure to deflate as no test was performed due to the returned sds condition. The cine reviewer confirmed an apparent issue with inflation with unknown origin of the issue. The images also confirmed that the stent delivery system did not fully deflate after deployment. Retraction was noted in a partially inflated state. The cause of the issues with deflation could not be determined; however, it is possible that the reported difficulties might be related to the reported IFU deviation of prepping with 1:2 contrast which can likely cause the inflation medium to be too viscous. Contrast is a highly viscous liquid, as the fluid cools viscosity can increase, this could lead to delayed / poor deflation time. Contrast concentration is a known factor that might contribute to failure to deflate the balloon. Other factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The reported patient effects are known inherent risks of the procedure and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. A conclusive cause for the reported failure to deflate could not be determined since no test was performed due to the returned sds condition.